Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leak at y-site could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0500 lot number 24013007 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 16jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim:rcc received a complaint via phone. Pir attached.customer is reporting that the alaris pump tubing was leaking. There was no sign of damage. Nurse replaced tubing with new tubing and there was no leakage. The nurse threw out the old tubing set. They do not want replacement or credit. Ref number: 2426-0500; lot number: (10) 24013007. Please send an ack letter and closure letter.